Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while on a patient the ventilator experienced low volume alarms. The customer confirmed that there was no patient harm associated with the reported issue.